Event description:
The reporter stated the pod had been worn for between 49 and 71 hours, when they noticed swelling at the pod site on the abdomen. On (B)(6) 2025, the patient was taken to the doctor. The pod was removed while with the doctor and the pod site was hard, swollen, and blood and pus was coming out. The patient was diagnosed with an infection and prescribed antibiotics. A new pod was activated and applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported infection. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.